Event description:
It was reported that the customer was hospitalized. Blood glucose value at the time of admission was 373 mg/dl; customer had headache and vomiting. It was stated that the customer also experienced high blood glucose over 600 mg/dl in the morning of the call, current level was 273 mg/dl; treated with a bolus. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. The cannula is not occluded but the site is a little sore. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.